Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the patient's non-boston scientific right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) recommended programming off the rrt sensor. The crt-d system remains in service. No adverse patient effects were reported.